Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty cable unit. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit. The instructions for use provides the following statement: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that the image was intermittently lost. The problem, as reported to olympus, occurred during a therapeutic procedure. No other devices were involved in the event. There was a delay in procedure in which the device was used of 10 minutes; the patient was under general anesthesia during the delay. The intended procedure was completed but not with the same device. No other devices were replaced during the procedure. There was no patient injury, associated with the problem, reported to olympus.